Event description:
Information from ae regulatory system: the patient required subcutaneous insulin injections as prescribed. On (B)(6), insulin was drawn according to the procedure. After verifying the patient's identity, the insulin was injected. Upon removal of the needle after injection, the needle tip suddenly broke near the needle hub. The broken needle tip was immediately removed manually, and the patient was reassured. Back in the treatment room, two nurses checked the integrity of the removed needle tip and immediately reported the incident to the head nurse, escalating the adverse event. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: the broken needle was intact when manually removed, no needle fragment remained in the patient's body, and no further treatment was taken. The patient's injection sites were in the abdomen, with no subcutaneous induration, and the injection sites rotated. The quantity of affected product was 1. Material code is 328421. No photos, no samples, no customer response is needed. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (component code, type of investigation, and investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.